Manufacturer narrative:
The pump was not returned to (B)(4) for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned to (B)(4), no investigation could be completed. Because no investigation was completed, the complaint could not be replicated or confirmed.

Event description:
The initial reporter stated that the pump was stopping without alarming. The initial reporter also stated that this was discovered during testing and had no patient impact. Mmdg made multiple attempts to obtain clarification about the event, but those attempts were unsuccessful. (B)(4).